Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 12/20/2007.

Event description:
A surgeon reports a pt with stage 3-4 diffuse lamellar keratitis (dlk) following refractive surgery. The pt is being treated with topical corticosteroids. Additional info has been requested.